Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision, during which, the physician relocated the ipg from the right scapula to the right flank and lead extensions were implanted since the lead was also moved down. The patient was doing well after the procedure.